Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had dislodged and had failed to capture. Fluoroscopy was performed which confirmed the rv lead dislodgement. The lead was explanted and replaced. The patient was stable throughout the procedure.